Event description:
It was reported to philips that there were some issues with the wireless footswitch, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was used for diagnostic procedure, and the procedure had been completed using the wired footswitch. A philips remote service engineer (rse) inspected the system remotely and identified that the wireless footswitch charger was defective. To resolve the issue, the rse ordered a replacement charger, and the customer installed the replacement. The system was returned to service in good working order. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. The codes were updated based on the investigation outcome.